Event description:
The customer reported that vasoseal was used following a diagnostic catheterization procedure on 7/29. On 8/1 the pt presented to the ER with a temperature of 101.9, pain at the groin site and a large hematoma. The pt was admitted to the hosp and put on antibiotics. The pt was discharged on 8/4.